Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -6.5 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault and glare/halos. The problem was resolved however, patient's condition at final visit is marked as "moderate corneal edema." The cause of the event is reported as a patient-related factor and "anatomical." Reference MFR fle# (B)(4) for 2nd implant.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).